Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. It was noted that review of the device image noted that the battery voltage was low during implant. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. The patients condition was fine after the procedure.